Event description:
It was reported that portions of bard recovery filter were discovered to have migrated to a patient's heart and lung 16 months after implant. A fragment was removed from the patient's right ventricle, but one fragment remains in the patient's left lower lobe of the lung.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unknown. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause is unknown. The information for use for this device states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.